Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter could not be advanced through the sheath into the aorta. As a result, the user used a new catheter to complete the procedure. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the catheter could not be advanced through the sheath into the aorta. As a result, the user used a new catheter to complete the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc). Returned with the sample were components: one 0.025in guidewire, scalpel, needle, pre-dilator, dilator, and datascope driveline tubing. No abnormalities or damage was noted to the returned components. The returned 0.025in guidewire was inspected and appeared typical. Upon return, the saf sheath hub with sidearm was noted separated from the remaining sheath body. Upon return, the peel away sheath was noted on the returned iabc. Additionally, the sheath was on the iabc bladder and noted covering the iabc distal tip. Buckling to the saf sheath body was noted at approximately 11.9cm to 14.4cm from the distal tip of the sheath. The sheath tip appeared typical. The proximal end of the damaged sheath was noted at approximately 71.8cm from the iabc luer end. The exposed portion of the bladder was fully unwrapped. The one-way valve was tethered to the short driveline tubing. Dried blood was noted on the exterior surfaces of the returned iabc; no blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0066in-0.0074in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the sheath was removed from the bladder/iabc; some force was required to remove the sheath from the iabc. No obvious damage was noted to the bladder. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some dried blood was noted exiting with the guidewire. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. Some dried blood was noted exiting with the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, dried blood, was cleared during the guidewire test. After clearing the blockage , the catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the catheter could not be advanced through the sheath" is confirmed. During the investigation, the saf sheath was noted broken, including the sheath hub and sheath body connection, and stuck on the catheter bladder. The damaged sheath could result in difficulty advancing the catheter. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged saf sheath. The root cause of the damaged sheath is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that the catheter could not be advanced through the sheath into the aorta. As a result, the user used a new catheter to complete the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint for iab insertion difficulty is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.